Manufacturer narrative:
(B)(4). Ten days prior to the receipt of this report, the patient recovered from the event and was discharged from the hospital. At the time of this report, cefazolin and gentamycin remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy. The peritonitis was manifested by abdomen pain and cloudy pd fluids. The same day as diagnosis, the patient was hospitalized for the peritonitis event. The same day, the patient began treatment with intraperitoneal (ip) cefazolin (2 grams per day, duration not reported) and ip gentamicin (80 milligram per day, duration not reported) for the event of peritonitis. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. On an unreported date, the patient was re-trained on proper aseptic technique. No additional information is available.